Event description:
It was reported that during a da vinci ovarian cystectomy surgical procedure, a broken wire was identified on the permanent cautery spatula and it was sticking out of the instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch up cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument's ceramic sleeve to be broken. The ceramic sleeve had a missing piece at the distal end that did not come back with the instrument. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and additional finding of the broken ceramic sleeve with missing material found during failure analysis if to recur could cause or contribute to an adverse event.